Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak at the filter were identified. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. The list number and lot number of the device that was in use are unknown. The customer contact identified the device as an unspecified primary plumset. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate. After an unspecified length of time, it was reported that an unspecified volume of solution leaked at an unspecified location of the filter of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.